Manufacturer narrative:
(B)(6) . In this MDR, bd corporate headquarters in (B)(4) has been listed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. Investigation summary: based on investigation result of the complaint case, fm(coagulated blood) in extension set tube. Sbdm suppose that while using extension set the blood may flow backward from the patient¿s veins and it goes into extension tube and then it may be coagulated in the tube of the complaint sample. Sbdm analyzed to investigate the fm of the complaint sample. Root cause description: visual inspection on the fm inside extension tube, sbdm suppose that it may be coagulated blood. Sbdm took luminol test (for bloodstain reaction) as the fm seemed to be coagulated blood in our visual inspection. The test result revealed the fm showed strong chemical luminous reaction in the luminol test. So, sbdm confirmed that it is coagulated blood with the test result. DHR: a review of the device history record was completed for batch 4706201. All inspections were in compliance with requirements.

Event description:
It was reported that brown colored foreign matter was found inside a bd¿ fluid line 90 cm extension set tubing during use. There was no report of injury or medical intervention.

Manufacturer narrative:
The date received by manufacturer field has been updated to reflect the corrected date of 09/29/2017.